Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that catheter crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 24mmx2.75mm, totally occluded, eccentric target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad). A 2.75x24mm promus element stent was advanced to treat the lesion however, resistance was encountered and the device was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed a stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual and microscopic examination found the balloon and tip sections of the device with no issues. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube was kinked approximately 249mm from proximal end. The stent was damaged at the distal end. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).